Event description:
It was reported that the system monitor was experiencing glitches. It was flickering when plugged in and only showed half of the information on the screen.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of constant glitching of the monitor and the monitor only showing half of the information on one side of the screen was not confirmed. The returned system monitor (serial number: (B)(6)) was evaluated at service depot and the reported issue was not reproduced during testing of the unit. It was noted that the unit was connected to a mock circulatory loop for several days and the monitor screen was found to operate and display information as expected. It was also noted that the unit would be scrapped. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate system monitor was shipped to the customer on 24jun2013. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled ¿system monitor¿, explains the operation of the system monitor, including the information displayed on the various system monitor screens. Heartmate power module instructions for use (IFU) (rev. B) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU (rev. C) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.